Manufacturer narrative:
The reported issue was found to be inconclusive. The device was returned and visually inspected. Received only catheter without funnel. The sample was evaluated and no pinch or blockage observed. The sample was classified as poor sample condition and several tests could not been carried out. The exact time of how and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿2. Precautions for use (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] (3) no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] (4) do not wipe catheter surface with organic solvents such as alcohol. (5) do not aspirate urine through drainage funnel wall."

Event description:
It was reported that while attempting replacement of the catheter, the water could not be withdrawn from the catheter. Reportedly, the patient was transferred to another hospital and the shaft of catheter was cut however, the water still could not be withdrawn. Therefore, the catheter was pulled on and forcibly removed. Per additional information received from medicon on 7-dec-2018, the patient was transferred to another hospital to remove the catheter. The patient was not admitted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that while attempting replacement of the catheter, the water could not be withdrawn from the catheter. Reportedly, the patient was transferred to another hospital and the shaft of catheter was cut however, the water still could not be withdrawn. Therefore, the catheter was pulled on and forcibly removed. Per additional information received from medicon on (B)(6) 2018, the patient was transferred to another hospital to remove the catheter. The patient was not admitted.